Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 22-feb-2018 with the following findings: the battery compartment threads were stripped. The battery cap threads were also stripped and could not be attached to the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery cap couldn't be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.